Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that intermittent air bubbles were observed within the infusion set tubing. Reportedly the customer was using cold insulin. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 300 ¿ 600 mg/dl. Elevated bg was addressed by a correction bolus via the pump.